Manufacturer narrative:
Incorrect information was reported in initial report in section e. Due to the initial reporter being "anonymous", initial reporter information was not provided; therefore section (e1) should be blank and patient sex and birthday is unknown (a3a).

Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer declined to provide further details or troubleshoot the issue, therefore no additional information was obtained.